Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have blood glucose of 397 mg/dl. Customer ate and did a bolus and blood glucose elevated to 557 mg/dl. Customer declined troubleshooting. Only wanted to report issue.